Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient had pulmonary problems following the implant procedure and was intubated and hospitalized. The patient was discharged but had a seizure shortly after and was readmitted. The device was never turned on and the physician does not believe these issues to be device-related. The patient is currently recovering in a rehabilitation facility and is using the device to find effective pain relief.